Manufacturer narrative:
Initial.

Event description:
It was reported that the pump touchscreen became intermittently unresponsive, preventing access to alarms and normal operations, and a hairline crack was identified across the top of the screen above the barcode, consistent with a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of a stress-related fracture of the touchscreen that impaired touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.